Event description:
It was reported that "an unknown material was observed inside the sensor during priming." There was no patient injury reported.

Manufacturer narrative:
Reported defect of "unknown flittering material was observed inside the sensor at priming was confirmed. Received one flotrac kit with attached infusion set and pressure tubing line. All vent caps were attached to all ports and band paper was remained. Priming solution was visible at only drip chamber. Vent port was opened and the inside of the returned bag was wet. However, unknown white particle was observed inside of dual dpt fluid path, at the connection site of dpt and flotrac. Sample was sent to chemistry for analysis. On (B)(6) 2010 per chemistry study (B)(4) the ir spectrum of the particulate showed similar absorption characteristics when comparing to wax like material. Though we have confirmed a product defect exists, evidence of a manufacturing defect was not found.

Manufacturer narrative:
Investigation is on-going. A supplemental report will be sent. The device history record for this device was reviewed and no non-conformances related to this issue were noted.